Event description:
It was reported that a proximal filter failure to recapture occurred. A sentinel cerebral protection system (cps) was used during a procedure to treat aortic stenosis with severe calcifications. The innominate artery was very angulated with an acute bend and opened towards the descending aorta. The sentinel cps was advanced and the proximal filter was successfully deployed. The physician encountered difficulty positioning the distal filter of the sentinel cps. The distal filter of the sentinel cps failed to deploy. The physician manipulated the sentinel cps by pushing, pulling, and repositioning and the distal filter was still unable to be deployed. During removal of the sentinel cps, the proximal filter was not able to be recaptured. The sentinel cps became caught on the radial introducer sheath. The sentinel cps and the introducer sheath were removed from the patient with the proximal filter of the sentinel cps in an open state. The procedure continued without sentinel cps protection. No patient complications were reported. It was further reported the patient was discharged two (2) days post index procedure.

Event description:
It was reported that a proximal filter failure to recapture occurred. A sentinel cerebral protection system (cps) was used during a procedure to treat aortic stenosis with severe calcifications. The innominate artery was very angulated with an acute bend and opened towards the descending aorta. The sentinel cps was advanced and the proximal filter was successfully deployed. The physician encountered difficulty positioning the distal filter of the sentinel cps. The distal filter of the sentinel cps failed to deploy. The physician manipulated the sentinel cps by pushing, pulling, and repositioning and the distal filter was still unable to be deployed. During removal of the sentinel cps, the proximal filter was not able to be recaptured. The sentinel cps became caught on the radial introducer sheath. The sentinel cps and the introducer sheath were removed from the patient with the proximal filter of the sentinel cps in an open state. The procedure continued without sentinel cps protection. No patient complications were reported.

Manufacturer narrative:
G1 manufacturer contact person updated. H6 evaluation method codes. H6 evaluation result codes. H6 evaluation conclusion codes. Device technical analysis: the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific quality technician. The returned sentinel cps was visually and functionally examined. The sentinel cps was returned with an introducer sheath, the proximal filter unsheathed and partially detached, the distal filter sheathed, the articulating distal sheath relaxed and damaged, the distal filter slider kinked, and the proximal sheath buckled. Flush testing of the front handle flush port and rear handle flush port was performed without issue. Flush testing of the distal filter slider was unable to be performed due to the presence of a kink. During functional testing the distal filter could not be unsheathed using the distal filter slider due to the kink. The proximal filter could not be recaptured due to the proximal sheath buckling.

Event description:
It was reported that a proximal filter failure to recapture occurred. A sentinel cerebral protection system (cps) was used during a procedure to treat aortic stenosis with severe calcifications. The innominate artery was very angulated with an acute bend and opened towards the descending aorta. The sentinel cps was advanced and the proximal filter was successfully deployed. The physician encountered difficulty positioning the distal filter of the sentinel cps. The distal filter of the sentinel cps failed to deploy. The physician manipulated the sentinel cps by pushing, pulling, and repositioning and the distal filter was still unable to be deployed. During removal of the sentinel cps, the proximal filter was not able to be recaptured. The sentinel cps became caught on the radial introducer sheath. The sentinel cps and the introducer sheath were removed from the patient with the proximal filter of the sentinel cps in an open state. The procedure continued without sentinel cps protection. No patient complications were reported. It was further reported the patient was discharged two (2) days post index procedure.